Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient experienced diarrhea for the past 3 months. Patient stated her symptoms were worse than baseline prior to implant. She had been having diarrhea 7-10 times a day. It was indicated that patient took a fall and hit the stimulator. Patient stated at the time, the healthcare provider just felt around the implantable neurostimulator (ins) site and said it was ok. Patient had already tried to turning the ins up , down and off. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.